Manufacturer narrative:
The manufacturer previously reported a failure of the power cord. The power cord was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power cord failing was due to overstress.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an open condition was found within the device's power cord. The device's power cord was replaced to address the issue.